Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, smoker, biomechanical overload, peri-implantitis, pain, inflammation, mobility. For various personal and health reasons, the planned implants 5-5 were not placed and were too infrequently followed up. Periimplantitis and overloading. Patient reported after a long time with pain.